Manufacturer narrative:
The second graftmaster stent mentioned is being filed under another MFR number.

Event description:
Reporting status: serious injury - required intervention. Reporting rationale: perforation not sealed, requiring surgical intervention. Device issue: leak - stent graft. It was reported that a 3.0 x 16 graftmaster stent and a 4.0 x 16 graftmaster stent passed with some difficulty, with predilation of proximal vessel. They were placed at the perforation with full coverage; however, the stents would not seal the perforation completely. The patient was sent to surgery. No additional event or patient information is available.